Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was prophylactically explanted and replaced and the patient was in stable condition. There was no malfunction observed at the time of replacement.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement indicator (eri) level and no anomaly was revealed on the header that is related to the field concern. Electrical testing was performed, including thermal and mechanical stress, and the device exhibited normal device characteristics. Additionally, a longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.